Event description:
On (B)(6) 2013, an esrd patient on regular hemodialysis was implanted with a gore hybrid vascular graft for arteriovenous access. The graft was placed from the brachial artery to the axillary vein. The standard implantation technique was used to implant the gore hybrid vascular graft. It was reported to gore that as the line was pulled for stent deployment, the stent kinked and folded over inside the vein. The venotomy was extended and the semi-opened folded stent was retracted from the vein. The nitinol reinforced portion was cut off and the procedure was completed by suturing only the graft portion of the gore hybrid vascular graft. The patient is doing well with a functioning arteriovenous graft.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The engineering eval stated that because no damage to the nitinol reinforced section components was observed and the free ends of the deployment system were identified, the likely root cause of the folding during deployment was insufficient or no holding force on the distal tip during deployment. Conclusion: the gore hybrid vascular graft instructions for use (IFU) state that the nitinol reinforced section of the gore hybrid vascular graft should be introduced into the vessel by at least approx. 2.5cm with the deployment line facing upwards. While stabilizing the nitinol reinforced section, slowly pull the deployment line keeping it as parallel to the vascular prosthesis as possible.